Event description:
Complaint alleges that tubing disconnected from the connector. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specifications. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. Current production at the manufacturing facility was verified to identify any issues, however, no issues were found. If the sample is received, a follow-up report will be submitted with the investigation results.